Manufacturer narrative:
(B)(4). Lot 14n004 was manufactured between december 2, 2014 and december 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that there was fluid left inside the balloon at the end of the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.